Event description:
Additional information received reported that per the physician the patient was doing well and so far, there is no infection. The healthcare provider qualified that by saying he would not declare his procedure a complete success until the patient had been infection-free for another 2 months.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-sep-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving lioresal 2000 mcg/ml for a total dose of 2100 mcg/day via an implantable pump. It was reported the catheter segment was exposed. Factors that may have led or contributed to the issue include the patient has a repetitive movement disorder that may have worn the incision scar. Diagnostics/troubleshooting include cultures were taken. Actions /interventions include surgical interventions where the pump segment of the catheter was revised with a 8784. The pump pocket and hardware/pump were aggressively irrigated and cleaned with dakins, peroxide, and betadine. The patient's incision scar over the pump developed a small hole where the pump catheter could be seen. It was unknown if the issue was resolved. The patient's status at time of report was alive-no injury. The patient's medical history was asked, but unknown. The event date was (B)(6) 2021. No further complications were reported/anticipated.